Event description:
It was reported that the core impaction drill overheated during a case. There were no patient or user injures, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was found in the motor, bearings, and driveshaft assembly.